Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. \

Event description:
The customer reported her blood glucose reached 384 mg/dl and she gave several correctional boluses (exact dosage not provided) of insulin and her bg was still reading in the 300's mg/dl. She was having chest pains and decided to remove the pod. She then noticed the cannula was bent. She was feeling better at the time of the call.